Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 0, but there had been no notable events prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted in resetting the pump by technical support, and the malfunction did not recur after the reset. Technical support advised that the customer could continue to use the pump and instructed them to call back if the malfunction reoccurs.